Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and an impedance anomaly. No medical intervention or patient symptoms were reported.

Event description:
New information on 3/22/2016 indicated that the atrial lead was reprogrammed and oversensing was no longer seen.